Manufacturer narrative:
A partial lead with the connector pin measuring 19.0cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead a complete analysis could not be performed.

Event description:
It was reported that during follow-up high, out of range, pacing lead impedance was observed. Several episodes of oversensing and loss of capture at max output were also observed. The lead was capped. The patients condition was good after the event.